Event description:
The poor deployment of the lens stuck on the incision and which results the haptics were broken.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in a plastic bag. The lock-out assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the device. Ophthalmic viscosurgical device (ovd) is observed in the device. Stress marks can be seen in the nozzle tip. Iol returned adhered to a tape, solution is observed on the iol, one haptic is broken torn and is returned, the other haptic is straight. The optic has fibers. We are unable to determine the root cause for the reported complaint. Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the cartridge lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement . This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage or become stuck. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an insertion of the intraocular lens (iol), it was found that improper unfolding of the implant causing broken haptics. The event was occurred at the end of the surgery. According to the surgeon the improper progression in the injector caused the event. The procedure was completed with another iol. Additional information received and state that there was patient contact noted.